Event description:
It was reported that while in use on a patient, the device failed to connect tissue with the stapling device and would not fire. Please see associated mdrs 3003898360-2023-00055, 3003898360-2023-00109, 3003898360-2023-00110, 3003898360-2023-00111, 3003898360-2023-00112, 3003898360-2023-00113, 3003898360-2023-00114, 3003898360-2023-00115, 3003898360-2023-00116, 3003898360-2023-00108, 3003898360-2023-00127, 3003898360-2023-00128, 3003898360-2023-00129, 3003898360-2023-00130, 3003898360-2023-00131, 3003898360-2023-00117, 3003898360-2023-00118, 3003898360-2023-00119, 3003898360-2023-00120, 3003898360-2023-00121, 3003898360-2023-00122, 3003898360-2023-00123, 3003898360-2023-00124, 3003898360-2023-00125

Manufacturer narrative:
Qn#(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that while in use on a patient, the device failed to connect tissue with the stapling device and would not fire. Please see associated mdrs 3003898360-2023-00055, 3003898360-2023-00109, 3003898360-2023-00110, 3003898360-2023-00111, 3003898360-2023-00112, 3003898360-2023-00113, 3003898360-2023-00114, 3003898360-2023-00115, 3003898360-2023-00116, 3003898360-2023-00108, 3003898360-2023-00127, 3003898360-2023-00128, 3003898360-2023-00129, 3003898360-2023-00130, 3003898360-2023-00131, 3003898360-2023-00117, 3003898360-2023-00118, 3003898360-2023-00119, 3003898360-2023-00120, 3003898360-2023-00121, 3003898360-2023-00122, 3003898360-2023-00123, 3003898360-2023-00124, 3003898360-2023-00125.

Manufacturer narrative:
(B)(4). The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the staples appeared properly aligned. The returned sample appears used as there is biological material present on the device. The stapler was received with 36 staples left in the cartridge. Dimensional inspection was not required as a part of this complaint investigation. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the first staple was able to properly form and release. This was repeated two more times with the same result. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. The remaining staples were all able to engage and close into the skin pad. No functional issues were found with the returned device. Additional testing was not required as a part of this complaint investigation. The lot number was not reported. However, a potential lot number was confirmed with the distributor. The potential lot number is 73a2200161. Per DHR the product visistat 35r 6/box lot # 73a2200161 was manufactured on 01/04/2022 a total of (B)(4) pieces. Lot was released on 01/20/2022. DHR investigation did not show issues related to complaint. The IFU for this product, l02644 rev 02, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "misfire/jamming - staples not firing" could not be confirmed based upon the sample received. The returned stapler was able to form and release all remaining staples in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. There were no functional issues found with the returned stapler. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.